Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of the peritonitis event was unknown. The pt was not hospitalized for the event. On an unreported date, the pt received injection vancomycin (1 gram), injection fortum (1 gram) and heparin (2 ml) (frequency and route of administration not reported), then injection fortum in the night bag and injection heparin (2 ml, every day and after 5 days again (1 gram) vancomycin for the treatment of peritonitis. At the time of this report, the pt was recovered from peritonitis. Additional information was requested but was not available.